Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple alarm 20s occurred during insulin delivery. In addition, it was reported that a cartridge change error and a malfunction occurred. Reportedly, the customer reverted to an alternate method of insulin therapy.